Event description:
The contact stated the customer performed a control test and received a result of 182 mg/dl. The upper limit for the control range is 134 mg/dl. The contact also stated when the carton of test strips was opened, the bottle cap was open and strips were loose inside the carton. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement strips will be sent.